Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 190 and 147mg/dl. Tests were done within 10 mins. "Control solution read 132 and the ranges were 97-132. Pt did 2 testing from the same finger stick." Pt did not experience any adverse events. No further info has been reported.